Manufacturer narrative:
Device is a combination product. (B)(4).device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11576, 2134265-2016-11578, 2134265-2016-11579, 2134265-2016-11580, 2134265-2016-11581 and 2134265-2016-11582. It was reported that the stent dislodgement occurred and the patient died. The target lesion was located in the calcified left anterior descending (lad) artery and circumflex (lcx) artery. During a double barreled percutaneous coronary intervention, two pt2 guide wires were inserted into respective lesion. A 2.75 x 20mm synergy¿ stent was advanced but failed to cross the lad lesion. The device was removed and additional dilation was performed. The 2.75 x 20mm synergy¿ stent was re-advanced but still failed to cross the lesion. During removal, it was noted that the proximal and distal edges of the stent struts were lifted. Subsequently, a 3.00 x 20 synergy¿ stent was advanced but failed to cross the lesion. The device was removed and pt2 guide wire was advanced into the lcx lesion and a mach1 guide catheter was advanced. Additional dilatation was then performed using a 2.50mm x 12mm nc emerge® balloon catheter. The 3.00 x 20 synergy¿ stent was re-advanced however, resistance at the tip of the guide catheter was encountered. The stent hung up on the lesion and slipped off of the balloon. The dislodged stent migrated to the ostium of the catheter and embolized into the cusp and ended up in the descending aorta. A use of snare was planned to retrieve the embolized stent. However, the patient's underlying condition worsened and the procedure was aborted with cardiopulmonary resuscitation (CPR) was initiated. The patient died on the table.